Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported via vigilance report that during a patient procedure their padlock clip standard failed to deploy after the clip was used to treat a bleeding ulcer. The clip was removed and the procedure was completed successfully.

Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, a root cause of the reported event could not be determined. The padlock clip IFU states, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip® to get hung up on deployment, especially in retroflexion. If any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure." A steris account manager offered in-service training on the proper use and operation of the padlock lip, however the user facility declined. A complaint review confirmed this to be an isolated event for the subject lot. No additional issues have been reported.